Manufacturer narrative:
The xpeedior catheter that was in use during the event was discarded; therefore, no further investigation could be performed. It is not known why the catheter tip became disconnected.

Event description:
The customer reported the following: a pt who presented with a right lower leg occlusion underwent an angiojet thrombectomy procedure in which the xpeedior catheter was utilized. Upon insertion of the first xpeedior catheter into the angiojet console, a saline solution verification alarm and subsequent leak from the pump was noticed. The catheter was removed and a second xpeedior catheter was inserted into the console. When the physician attempted to reinsert the xpeedior device for the second pass, it was difficult to advance through the sheath and the distal tip of the catheter broke off inside of the introducer. There was no adverse event reported or any medical intervention performed as a result.